Event description:
Product was returned as an implant failure after 1 month and 1 week. Based on the report, bone condition of the patient was described as good. The patient's medical history and oral hygiene condition was not given. Surgery was healing abutment load and prosthetic attachment on tooth #12. The doctor indicated that the patient felt pain and when the doctor tried to remove temporary, the implant came with it. Doctor implanted the device as a replacement. Dentium has requested additional details from the doctor.

Manufacturer narrative:
Visual examination using naked eye and microscope performed to verify sla (sand blasting with large grit and acid etching) surface treatment was completed. Re-inspect the returned product's box dimensions to verify if the product meets its specifications. Results: visual examination was acceptable, sla surface treatment was confirmed. The product meets its dimensional specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The exact reason for the implant's failure to osseointegrate and for the pain is unknown.